Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. The upstream air sensor reading was found to be within specification. A review of the event history log revealed multiple 'air in line' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.